Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving high voltage therapy from the cardiac resynchronization therapy defibrillator. It is unknown if the therapy was appropriate or not. The merlin on demand transmission noted that the device was in backup. The device was restored to its normal functions. There were no patient consequences and the patient was stable.